Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma - alcl - suspected and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "late seroma;" "bia-alcl".

Event description:
Healthcare professional reported a patient experiencing "late seroma" and "bia-alcl;" pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed. Affected side is left. The device has been explanted.